Event description:
Rptr questions if it is to the FDA's understanding that medical diagnostic x-ray procedures are damaging to body tissue at the time of irradiation and are cumulative and therefore sustained damages of any and all procedures executed. Rptr wants to know if this procedure is safe. Rptr saw an advertisement in the april 2002 reader's digest that states that this procedure is safe, fast and painless. Rptr asks if the government's regulated permissable does is considered safe to body tissue or just perceived as such.